Manufacturer narrative:
The x2 user guide states, "the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (614 mg/dl) and diabetic ketoacidosis. Customer delivered a correction bolus in an attempt to resolve the blood glucose issue prior to hospitalization. Customer observed that the infusion set cannula was not straight and pump history showed an auto off alarm had occurred. Customer was treated with lantus while hospitalized and released two days later. There was no permanent damage to the customer.